Event description:
It was reported that the customer opened a set of electrodes a week or two before the expiration date and observed all the glue peeled off from the pad. The customer opened and checked several additional electrodes and found most of them had either some or all of the gel fail to separate from the liner. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control did not receive the failed electrodes for evaluation/analysis as anticipated. Hence, a conclusive cause of the reported event could not be determined.